Manufacturer narrative:
(B)(4). The initial medwatch was submitted for air in the line. After further review, it was determined that the patient was not connected prior to air in the heater line. Air in the heater line before the patient connected is not likely to cause or contribute to a death or serious injury were it to recur.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be submitted if any additional information is received.

Event description:
A customer contacted global technical service (gts) and reported having air in the heater line while on the home choice (hc) during use. Gts asked the caregiver (cg) if they received any alarms, and the cg stated no. The cg stated the heater line had air in it and she wanted to drain to see if the air would come out. Gts had the hp press go on the hc advanced to initial drain. The cg then stated that the hp was not connected. Gts advised the cg to end therapy and start over with new supplies. The new setup primed with no air in the heater line. No patient injury or medical intervention was reported.